Manufacturer narrative:
An attempt for the return of the sensor as well as additional information request have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor would be returned. As of the date of this report, the device has not been received by masimo to allow for an analysis to be performed. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2015: small circular red area noted on inside wrist on infant dol 11. The red area progressed to raised area: treatment required.